Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 69mg/dl, 25mg/dl, 71mg/dl. Tests were done within 10 minutes with a difference of 27mg/dl. Patient did not experience any adverse events. No further information has been reported. Note: in the potential medical tab it was documeted that, "took the sample from the same finger stick. Cleaning fingers w/alcohol."